Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software and uploaded to carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed no pump error 38. However, pump error 43 was found on 11/02/2025 22:37:00.000 through 11/02/2025 22:46:57.000, with several alarms noted. File=121 line=752. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. No pump error 43 or pump error 38 were noted during testing. Proceeded by cutting unit open and performing a visual inspection of all connectors and electronic assemblies. Per visual inspection, moisture damage was found on motor flex connector gold traces and motor force sensor gold traces, causing pump error 43. Unit was received with the following cosmetic damages: label damage (faded), cracked case (battery tube), cracked case, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of pump error 38 were not confirmed when no unexpected alarms were noted during testing or in download history review. However, pump error 43 was confirmed when it was recorded in adapt, caused by moisture damage on motor assembly. Isolate to electronic and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed.) The customer reported a blood glucose value of 200 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The event involved product(s) unomedical, mmt-332a, and mmt-1880l. Troubleshooting was partially performed, and the customer declined further troubleshooting for the high blood glucose event. Troubleshooting was performed for the pump error. The customer was able to clear the error and complete the rewind process but pump did not pass displacement test. No further patient complications were reported. Mmt-1880l was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. No product return is required for unomedical, and mmt-332a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary) and h6 (medical device problem code 3190 has been added) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer had also reported receiving pump errors 100, 43(an error in the motor was detected by reading unexpected value from hall sensor).